Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a medication infused too fast. There was no patient harm.

Manufacturer narrative:
Additional information provided. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Gtin for model 8100 sn (B)(4) is (B)(4). The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. There were no observed anomalies. Review of the pump module event log shows that at 9:23 am on (B)(6) 2017 the device was programmed to infuse at 10ml/hr with a vtbi of 5ml. The infusion completed at 9:53 am and the device transitioned to kvo at the kvo rate of 10ml/hr. At 9:53 am, the user then programmed an infusion to run at 20ml/hr with a vtbi of 10ml. At 10:06 am, the device alarmed for fluid side occlusion. A minute later, the user restarted the infusion. Shortly after, the user paused the infusion and then restarted it. At 10:12 am, the device alarmed for fluid side occlusion. The user then programmed a delay, putting the device into standby mode. At 10:16 am, the user channeled the device off. Functional testing found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified. The disposable set was not returned for investigation.